Event description:
It was reported that the surgeon inserted a competitor's lens and the trailing haptic was torn by the injector during insertion. The lens was removed and another lens was implanted without any pt incident. The pt is in good condition.